Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: the event description reads the ¿blade locked out, the blade detached from the device but didn't fall in the patient.¿ what is meant by ¿the blade¿, as the blade=knife is within the cartridge for this device. Has the whole cartridge detached and fell off, but outside the patient? Was the instrument reloaded, if yes how many times. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? What color (blue/gold/green) was selected on the selectable staple height selector before firing? Did the surgeon move the firing knob left and right before firing? Was the handle closed completely before firing? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Did any part of the instrument break-off from the device? Were any of the forces higher or lower than expected (closing, firing, or opening)? Was there any difficulty removing the device from the tissue? How long has the surgeon been using this device for this procedure (in years)? Was there a recent conversion to ees devices in this account or with this surgeon? What predicate device was used by the surgeon? Is there any other additional information you would like to share about this device or procedure?

Event description:
It was reported that during an open colon procedure, after the fire, the blade went ahead but didn't come back. The blade locked out. To unlock it, the blade detached from the device but didn't fall in the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: additional information: what is meant by ¿the blade¿, as the blade=knife is within the cartridge for this device. Has the whole cartridge detached and fall off, but outside the patient? It fell off outside the patient. Was the instrument reloaded, if yes how many times. 3 times. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 2nd. What color (blue/gold/green) was selected on the selectable staple height selector before firing? Blue. Did the surgeon move the firing knob left and right before firing? Only on one side. Was the handle closed completely before firing? Yes. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No noises. Did any part of the instrument break-off from the device? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Lower. Was there any difficulty removing the device from the tissue? No. How long has the surgeon been using this device for this procedure (in years)? A lot of years. Was there a recent conversion to ees devices in this account or with this surgeon? 5 years. What predicate device was used by the surgeon? Is there any other additional information you would like to share about this device or procedure? The surgeon is worried about the keeping of the anastomosis. Additional information: you mentioned that: the surgeon is worried about the keeping of the anastomosis has any adverse patient consequences been reported to you in the meantime? Response per affiliate: no patient adverse consequence has been reported to me the analysis results found that the ntlc75 device was received in good visual conditions and with three cartridges reload present. The reload (a) was received with the knife not within doghouse, fully fired and the swing tab in the locked position. This condition is consistent with an improper loading technique. The reload (b & c) were received fully fired. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. The device was tested for functionality with the test cartridge. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A batch record review was performed and no anomalies were found during the manufacturing process.